Manufacturer narrative:
Evaluation of monitor 07192599 has been completed. The reported problem (water damage) has been confirmed. Upon investigation, the monitor was unable to run detect and treat. The failure was isolated to a defective u407 pins 13 & 14 bluetooth chip. Additionally, there was contamination on multiple components of the ca and defib board. The root cause for the defective u407 bluetooth chip could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.